Event description:
Additional information received noting that no further information was provided about the issues that led to the patient's deice being disabled prior to their passing. It was noted that the patient was reportedly normal the evening prior to being found unresponsive. The physician does not know if the death is related to the vns but the family believes so. The believed cause of death is possible sudep and the death is believed to be related to the vns. The patient was found face down in bed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient recently passed away and the forensic examiner was requesting for a rep to come and interrogate the device. Per the patient's family, they wanted to see if the device was malfunctioning and could have caused the patient's death as the patient had been having issues with the device and it was disabled for a few months. The generator and lead were explanted and returned to undergo product analysis. Product analysis was completed on the returned generator and there were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead and the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. No other relevant information has been received to date.